Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would stop by itself. Therefore, the reported condition of an undetermined malfunction was confirmed. However, the assignable root cause of the failure was not established. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor of the battery oscillator device was worn, and the device would stop by itself. It was further determined that the device failed pretest for functional test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: service history record: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.